Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that a medical device incident with harm or with the potential for serious harm or death has occurred. There was patient involvement in the reported event. However, no further information was provided.

Manufacturer narrative:
Stryker has contacted the customer several times for more details but no response has been received. The device has not been returned to stryker for evaluation. The reported issue could not be verified or duplicated and the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that a medical device incident with harm or with the potential for serious harm or death has occurred. There was patient involvement in the reported event. However, no further information was provided.